Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for movement disorders. It was reported that the patient¿s implantable neurostimulator (ins) was showing an elective replacement indicator (eri). The patient stated that they were nervous that their ins was at eri. They also reported that their movement was a little bad on the day of the report compared to previous days. The patient in a follow-up letter stated that their movement issues were caused by a severe stroke suffered at birth. They added that will be having an operation to replace their battery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.